Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the patient was undergoing planned/non-emergency treatment which was delayed and completed as planned by using same system. It was reported that the customer is having ippc issues. Review of the logfiles showed the frontal ip-pc malfunction. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed the issue with ippc. The defective ippc was returned to failure analysis which was able to confirm the video/screen malfunction. Fse replaced the ippc and reloaded the software and made the ghost backup. After the replacement of new ippc, the system was returned to use in good working order. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system gave a remote alert indicating the image processing computer's disk bay board was degraded, which can impact imaging. The system was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.